Event description:
Discordant sodium (na) results were obtained on an advia 1800 instrument for two patients. The discordant results were reported to the physician(s). The same samples were repeated on the same system and the corrected results were reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant sodium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and instrument data and determined that the cause of the discordant sodium results was due to a premature failure of the instruments sodium electrode. The fse replaced the sodium electrode, performed on board conditioning, calibration and ran qc. The instrument is performing according to specifications and no further evaluation of the system is required.